Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the physician that, in general, with their patients undergoing lithotripsy for kidney stones, when they have an implantable cardioverter defibrillator (ICD), the anesthesia plan includes placing a magnet to stop the ICD function which would otherwise be triggered by the lithotripsy. The cardiologist note never comments on whether patients are pacemaker dependent or whether the device needs to be interrogated prior to discharge. When the lithotripsy begins the patient will go into asystole. To ensure patient safety, the physician will prematurely cancel this treatment causing a delay for the patient. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.